Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into cardiac arrest and the implantable cardiac monitor exhibited undersensing. The device was explanted and replaced. The patient was in stable condition post surgery.